Event description:
It was reported that the patient heard alarms and presented to the emergency room. The right ventricular (rv) lead had triggered an alert due to a high number of short interval counts (sic). There was a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead implanted: (B)(6) 2009; 5071-35 lead, implanted: (B)(6) 2009. (B)(4).